Manufacturer narrative:
Per tandem user guide: ensure you first fill syringe with insulin before removing air from cartridge. Removing excess air can affect pressurization and affect how the pump delivers insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported that intermittent occlusion alarms occurred. Customer reported removing excess air during air removal step. Customer was educated on the proper air removal process per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was in the 200 mg/dl range.